Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 500 mg/dl range and ketones were present. Bolus via pump and manual insulin injections were administered to address bg. Pump system check was performed with tandem technical support and pump was found to be functioning properly. Recommendation was made for customer to consult with healthcare provider.